Event description:
Healthcare provider reported left side rupture confirmed via MRI and exchange due to concerns with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30jul2024.

Event description:
Healthcare provider reported left side rupture confirmed via MRI and exchange due to concerns with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed opening on posterior side assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture confirmed via MRI and exchange due to concerns with the product. The device has been explanted.